Event description:
Customer's father reported via phone call that the customer has been experiencing high blood glucose and the insulin pump has been alarming no delivery since the day before. It was stated that the last no delivery alarm was during a bolus delivery. Customer's blood glucose has been between 300 and 500 mg/dl and the customer has received 3 or 4 no delivery alarms. Father stated that the customer has had to do a complete set change 3 or 4 times and alarm has been resolved by the complete set change. They declined returning the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.